Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and fainting.

Event description:
Dexcom was made aware on 01/02/2017 that on (B)(6) 2016, the patient experienced an adverse event. Distributor reported that patient experienced a hypoglycemic event and fainted. The patient hit a table as she fell. An ambulance was called and the patient was transported to the hospital. Patient stayed in hospital for a night. There was no alleged device malfunction. At time of contact, patient is okay. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.